Event description:
Jostent graftmaster is indicated for the treatment of free perforation, defined as free contrast extravasation into the pericardium in native coronary vessels or saphenous vein bypass graft less than or equal to 2.75 mm in diameter. Physician was unable to position stent at perforation due to vessel size and disease-stent deployed in vessel proximal to perforation. According to physician, stent was difficult to position in mid rca due to vessel anatomy. Pt died.